Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed creatinine (cre2) result on a patient sample obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples. Calibration was acceptable, and the system check was good. There were no sample quality, aspiration, or any other issues observed. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed creatinine (cre2) result with a delta check flag on a patient sample on a dimension exl with lm system. The erroneously depressed result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original dimension exl with lm system and on an alternate dimension exl with lm system. Higher reprocessed results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine (cre2) result.